Event description:
Transfer set of compounder defective. When attempting to remove the bag from the compounder, the white plastic piece at the junction of the transfer set broke off rendering the transfer set useless since it broke the seal, leaving the set open to contamination.